Event description:
Pt was injected in the bilateral hands with radiesse dermal filler; two weeks post injection, she developed redness, warmth and edema to her hands. The symptoms were greater in the right hand than the left.

Manufacturer narrative:
Medical director, examined the pt and felt it was an infection, due to the topical anesthetic used and not the radiesse dermal filler. The pt was treated with an undisclosed antibiotic and has returned to foreign country.